Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat an infected pancreatic pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the distal flange was released with its position just adjacent to the gastric wall. The proximal end of the stent was then released in the working channel of the scope, using the alternative method of deployment where the proximal flange of the stent is fully-deployed in the scope, and the stent is then released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. When the endoscope and/or catheter were removed, it was noted that the stent was pulled out of position. The complainant reported that the stent was not released from the catheter. At the end of the procedure, when the catheter was pulled out of the scope, the stent also came out and remained in the working channel of the scope. The physician did not have another axios stent and delivery system available, so the procedure was not completed. On (B)(6) 2017, the physician intended to place another axios stent, but it was no longer necessary because the patient's pseudocyst had resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.